Manufacturer narrative:
As reported through the legal department via a legal brief, the plaintiff underwent placement of a trapease inferior vena cava (ivc) filter during the index procedure. Approximately sixty-nine (69) months after the index procedure, the ivc filter was reported to have malfunctioned causing extensive cava thrombosis from the point of his filter and extending down both iliac veins that required hospitalization and surgical intervention to address the potentially ¿deadly clot¿. Three (3) months later (approximately seventy-two months after the index procedure), the plaintiff suffered from occlusion of his vena cava which required surgery including angioplasty of his inferior vena cava, and removal of the trapease filter. Approximately one year after removal of the trapease filter, the patient expired due to sudden cardiac death. At the time of this filing, the plaintiff¿s autopsy report had not been released. The estate of the plaintiff reserves the right to amend this complaint regarding the plaintiff¿s untimely death once the autopsy becomes available. The product was not returned for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter.  Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the difficulty experienced by the customer. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus within the vessel (or in the filter) does not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The product¿s instructions for use indicates that filter obstruction and thrombus formation are potential complications of filter implantation. Additionally, the cause of the reported sudden cardiac death is unknown at this time and a correlation between the device and the event could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this file.

Event description:
As reported through the legal department via a legal brief, the plaintiff underwent placement of a trapease inferior vena cava (ivc) filter during the index procedure. Approximately sixty-nine (69) months after the index procedure, the ivc filter was reported to have malfunctioned causing extensive cava thrombosis to form from the point of his filter and extending down both iliac veins that required hospitalization and surgical intervention to address the potentially deadly clot. Three (3) months later (approximately seventy-two months after the index procedure), the plaintiff suffered from occlusion of his vena cava which required surgery including angioplasty of his inferior vena cava, and removal of the trapease filter. Approximately one year after removal of the trapease filter, the patient expired due to sudden cardiac death. At the time of this filing, the plaintiff¿s autopsy report has not been released. The estate of the plaintiff reserves the right to amend this complaint regarding the plaintiff¿s untimely death once the autopsy becomes available.

Manufacturer narrative:
The following additional information received per the medical records indicate that patient had a history for dvt risk. During filter placement via the right basilic vein, the filter was deployed in the infrarenal inferior vena cava in routine fashion and without complications. Approximately five years, eleven months and thirty days post implantation of ivc filter the patient had the filter removed because of a thrombosis of the ivc filter and occlusion of the ivc. According to the information received in the patient profile form (ppf), the patient suffered inferior vena cava thrombosis, which required a thrombectomy. There were bilateral occlusive thromboses in the inferior vena cava and femoral veins. Also according the ppf, the earliest date that patient became aware of reported events was approximately on or about four years prior to filter implantation date noted in the form. Per the medical records, the patient had a history for dvt risk. During filter placement via the right basilic vein, the filter was deployed in the infrarenal inferior vena cava in routine fashion and without complications. Approximately five years and eight months post implantation of filter, the ivc filter was reported to have malfunctioned causing extensive cava thrombosis to form from the point of the filter and extending down both iliac veins that required hospitalization and surgical intervention to address the potentially deadly clot. Approximately five years, eleven months and thirty days post implantation of filter, the patient suffered from occlusion of the vena cava which required surgery including angioplasty of his inferior vena cava, and removal of the filter. Per the patient profile form (ppf), the patient suffered inferior vena cava thrombosis, which required a thrombectomy. There were bilateral occlusive thromboses in the inferior vena cava and femoral veins. The filter is unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.